Manufacturer narrative:
Some information for this report had not been provided at this filling. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in patients who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive had been removed.

Event description:
The surgeon has been using dermabond topical skin adhesive for craniotomies and spinal closure and for a period of about 4 weeks, he has seen blistering of the skin initially on patients over 60 years of age. Then he observed the blistering in younger patients. One patient required a skin flap due to the blistering. The surgeon provided two product codes for these events. This report contains information for product code ahv12.